Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that there was a red cross on the screen but no message. Water came out of the battery compartment when the battery was removed. Customer's blood glucose was 16 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump powered up and the display shows a white portion on the left upper corners due to corrosion at the electronic assembly. No critical error alarms noted. However, the insulin pump alarmed error 35 due to corroded motor assembly. The insulin pump failed leak test and leaked at the display window corners. The insulin pump had cracked case at the reservoir tube lip, cracked battery tube threads and minor scratched lcd window.